Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at cuff site with an artificial urinary sphincter (aus). A surgical procedure was performed in which all components were removed and replaced. The patient was said to be good following the procedure.